Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was not returned for investigation. Data logs show that the 5s parameters were in spec for about 30min until they suddenly are lost. Placement signal not reliable (psnr) immediately goes out of spec, snr drops to 0, lamp spikes to max 100, contrast increases in amplitude, light decreases, and gain increases. There is a psnr alarm at this time. 5 minutes later the pump is started. The clinical states that the psnr alarm occurred after verifying the pump's position. The optical parameters never recover. This matches the pattern of a damage optical fiber line. The root cause of the optical signal issue was most likely a damaged optical fiber line but the cause of the damage is unknown because product was not returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella 5.5 implantation the placement signal was lost. Placement signal was disabled to avoid alarms. The impella functioning was normal, and the patient was hemodynamically stable. Decision made to withdraw care, patient expired.